Event description:
There is no new event information to report.

Manufacturer narrative:
Investigation/evaluation: a visual inspection of the returned device was conducted. A document based investigation was also performed. This included a review of complaint history, the device history record, instructions for use, manufacturing instructions, quality control data, and trends. The complainant returned one used balloon catheter, part number j-sosr for investigation. The package and label were not returned. Visual examination confirmed the catheter was returned without the inflation line and fittings. The catheter has been severed above the inflation line. The balloon contained a longitude split starting 9cm from the distal tip, near the seam of the balloon material that measures 6.5mm. Cut marks are visible in the balloon material along with a jagged edge indicating material has been cut or punctured causing it to split. The device history record was reviewed and no non-conformances were found that would cause or contribute to the reported failure mode. A complaint history search revealed this is the only complaint associated with the complaint device lot. The instructions for use (IFU) provides the following information to the user related to the reported failure mode: contraindications: a surgical site that would prohibit the device from effectively controlling bleeding precautions: this device intended as a temporary means of establishing hemostasis in cases indicating conservative management of postpartum uterine bleeding. The bakri postpartum balloon is indicated for use in the event of primary postpartum hemorrhage within 24 hours of delivery. The device should not be left indwelling for more than 24 hours. Instructions: transvaginal placement: determine uterine volume by direct examination or ultrasound examination. Insert the balloon portion of the catheter into the uterus, making certain that the entire balloon is inserted past the cervical canal and internal ostium. Place an indwelling urinary bladder foley catheter at this time, if not already in place, to collect and monitor uterine output. Once catheter is in position, the IFU instructs in step 4 to close the incision per normal procedure, taking care to avoid puncturing the balloon while suturing. The IFU warns to always inflate the balloon with sterile liquid. Never inflate with air, carbon dioxide or any other gas. The most probable cause of reported rupture is the balloon was cut during use by an instrument of undetermined origin. The complaint was confirmed based on evaluation of the returned device. Based on the available information, the most likely cause of the event was determined to be unintended use error. Markings on the returned device, indicate that the complaint device was punctured either during placement or removal by another device per the quality engineering risk assessment, no additional risk mitigating activity is required at this time. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510(k) #: k170622. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It is reported the day after a cesarean delivery at (B)(6) gestation, the patient continued to have uterine atony. A manual cutterage was conducted to remove clots and hematoma. A bakri tamponade balloon catheter (rpn: j-sos-100500), was then placed transvaginally to prevent potential formation of a new hematoma. Placement and balloon inflation volume of 350ml were confirmed with ultrasound. There was no vaginal tamponade getting applied at this point, no bleeding was taking place. The uterus stayed atonic. After 15 minutes the patient got repositioned and the physicians noted that the bleeding had started again. The physician assumed that the source of bleeding was from the c-section incision, and this was confirmed with ultrasound. The patient was taken back to surgery to reopen the incision, the source of bleeding (c-section incision) was confirmed visually. The bakri was removed through the vagina and was found to have a longitudinal perforation of the distal part of the balloon. The patient was also given tranexamic acid, IV fluids, and oxytocin adjunctively and hemostasis was achieved. The total volume of blood loss was not reported; however, the patient¿s pre-procedure hemoglobin was reported to be ¿normal¿, and post procedure hemoglobin was ¿7¿. The patient had no history of prior cesarean section, was of normal weight, and had no placental attachment issues. No adverse effects have been reported as a result of this alleged product malfunction. Additional information has been requested regarding the patient and the event. At the time of this report, no further information has been provided.